Event description:
Event occurred regarding a spinning spiros® closed male luer, red cap where they reported they found the product in the package is ch3226 instead of ch3225. Device was not use for chemo. Only one (1) device was reported for this complaint. There was no patient involvement, no patient harm and there was no delay in critical therapy.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary a photo was provided showing the product in the packaging. Only three (3) spiros were observer rather than the four (4) that would be present on a ch3225. It is unable to be determined from the photo why the set configuration did not match the list number. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed, and no nonconformities were found that would have led to the reported complaint.